Event description:
It was reported that during an unspecified procedure, filter deployment difficulties were encountered. The greenfield vena cava filter was deployed without any reported difficulty in the vena cava, however, the legs did not open. The filter remains in the patient's body. Another greenfield vena cava filter was successfully deployed. The physician feels that the patient is adequately protected, and the patient status was reported as 'fine'. Additional information has been requested.